Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report their issue. Customer noted that they were receiving a b30 error message during installation. Customer attempted several scopes and was shutting down the unit between attempts, but that was not resolving the problem. Tac had the customer remove and reseat the maj-1933 communication cable on both units, and that did resolved the error code. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that during device installation the evis exera iii xenon light source was presenting a b30 scope communication error. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported event could not be determined. A possible root cause is a temporary connection failure of the digital light source cable maj-1933. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during device installation the evis exera iii xenon light source was presenting a b30 scope communication error. There was no patient involvement during this event.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report their issue. Customer noted that they were receiving a b30 error message during installation. Customer attempted several scopes and was shutting down the unit between attempts, but that was not resolving the problem. Tac had the customer remove and reseat the maj-1933 communication cable on both units, and that did resolved the error code. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.